Event description:
It was reported that the pulse generator exhibited premature elective replacement indicator. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Final analysis found that the pulse generator exhibited loss of output. Premature battery depletion occurred due to high current drain. The device was reset and the high current ceased. The device was cut open for inspection and no anomalies were found. After replacing the battery and downloading the product code, normal function ensued.